Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** the device named in the initial report could not be identified (serial number unknown/incorrect). Therefore, the following data cannot be provided: full UDI, manufacturing date, version / model / catalog number. The UDI-di has been removed in this corrected follow-up report because contrary to the initial assumption, multiple UDI-di may be applicable if the serial number is unknown.

Event description:
The following was reported to hamilton medical ag: this c1 was being used on a patient while in conjunction with a nebulizer. However, the hospital staff noticed periodic hyperoxia alarms. Replacement of ventilator no patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: this c1 was being used on a patient while in conjunction with a nebulizer. However, the hospital staff noticed periodic hyperoxia alarms.replacement of ventilator no patient harm or consequences.